Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+ and prolapsed posterior leaflet. A mitraclip xt was inserted without issues. However, positioning was adjusted by performing several inversions, and after the fifth inversion, the clip became caught in chordae. Troubleshooting was performed, and the clip was removed from chordae. However, a chordae rupture was observed. The clip was then deployed on both leaflets. A second clip was then deployed on the mitral valve, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.